Manufacturer narrative:
The device was not returned for evaluation, however during a field safety inspection, there was no malfunction found on the esg-400 and it was found to be working okay on all parameters. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during a planned laser prostate resection on (B)(6), 2023, a non-olympus laser was being used initially but due to some technical issue with the laser equipment, the doctor used the olympus resection set with a non-olympus knife. After using the device for nearly 20 to 25 minutes, the doctor had shifted to a different non-olympus laser and completed the procedure with no complications at that point. At a later date on (B)(6), 2023, the catheter was removed from the patient and the patient was okay at that time. On (B)(6), 2023, the patient had a follow-up visit and per the doctor the patient was fine. On (B)(6), 2023, the patient noticed a "urine leak" and notified a doctor. On (B)(6), 2023, the operating doctor became aware and received pictures that the patient provided. The doctor advised for a needed urethral reconstruction and no other complications. This event requires 6 reports. Related patient identifiers: (B)(6) / model: wb91051w, sn: (B)(6). (B)(6) / model:wa22366a, sn: (B)(6). (B)(6) / model:a22040a, sn: (B)(6). (B)(6) / model: a22026a, sn: (B)(6). (B)(6) / model: wa22355c, sn: unknown. (B)(6) / model: wa00014a, sn: (B)(6). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported that the patient is ¿doing fine and in the recovery phase.¿ the decision of the urethral reconstruction was not pursued further. The customer believes that the reported event was not caused by an olympus device. The facility confirmed that the same devices and accessories have been used in subsequent procedures without issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, although the device was not returned to the olympus for a physical device evaluation by the lm, an olympus field service engineer inspected the generator onsite and did not identify any abnormalities. Therefore, the root cause could not be determined. This supplemental report includes a correction to d9 and g2 from the initial medwatch. Also, information has been added to b5 and h4. Olympus will continue to monitor field performance for this device.